Event description:
It was reported that a patient alert of the device triggered for the right ventricular lead impedance not being taken. The same alert was triggered approximately a month later. The device was going to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.